Event description:
As reported by a field clinical specialist (fcs), during a valve in valve procedure of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the balloon on the commander ruptured during deployment. The system was removed with no injury or problem to the patient. Per follow-up the 17-20cc volume was used for inflation. The balloon was fully inflated when it burst. The valve was successfully implanted with no other issues.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
Correction to d6a: remove implant date as this device was not implanted. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed similar complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system, commander ds esheath plus introducer set device prep manual, commander ds esheath plus introducer set procedural manual and no IFU/training deficiencies were identified. The complaint was unable to be confirmed as neither the complaint device nor applicable imagery was provided. Engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. The complaint description states, "during a valve in valve procedure of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the balloon on the commander ruptured during deployment. The system was removed with no injury or problem to the patient. Per follow-up the 17-20cc volume was used for inflation. The balloon was fully inflated when it burst the valve was successfully implanted with no other issues". The prescribed nominal inflation volume is provided in the in the IFU. In the case notes it is described that an extra volume of 3cc was used to inflate the balloon. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. Also, although the degree of calcium in the patient's annulus/leaflets was not provided ("unknown" as reported), there is the potential that some calcium in the landing zone could have compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests that procedural factors (overinflation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.